Manufacturer narrative:
(B)(4). Batch#: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused, or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a video-assisted thoracoscopic right middle lobectomy surgery, after severing horizontal fissure of right lung tissue, all the staples were malformed with straight legs. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.